Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient received a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to t-wave oversensing. Myopotential noise was also observed. The sensing vector was reprogrammed from primary to secondary. Approximately two and a half years later the patient received six additional inappropriate shocks due to t-wave oversensing noise. The shocks were delivered in two separate instances with reprogramming of sensing vector occurring after the first instance. It was noted that the r-waves were low in all sensing vectors. Subsequently a revision procedure was performed where the s-ICD and electrode were explanted and replaced with an implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient received a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to t-wave oversensing. Myopotential noise was also observed. The sensing vector was reprogrammed from primary to secondary. Approximately two and a half years later the patient received six additional inappropriate shocks due to t-wave oversensing noise. The shocks were delivered in two separate instances with reprogramming of sensing vector occurring after the first instance. It was noted that the r-waves were low in all sensing vectors. Subsequently a revision procedure was performed where the s-ICD and electrode were explanted and replaced with an implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Event description:
It was reported that the patient received a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to t-wave oversensing. Myopotential noise was also observed. The sensing vector was reprogrammed from primary to secondary. Approximately two and a half years later the patient received six additional inappropriate shocks due to t-wave oversensing noise. The shocks were delivered in two separate instances with reprogramming of sensing vector occurring after the first instance. It was noted that the r-waves were low in all sensing vectors. Subsequently a revision procedure was performed where the s-ICD and electrode were explanted and replaced with an implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. Additional information was received that the patient claims they suffered from acute distress disorder for weeks as a result of the inappropriate shocks and revision procedure.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.